Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) was reviewed and showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking mechanism of the a3059 mayfield composite series skull clamp failed on (B)(6) 2020. When locked, the rocker arm could be manipulated with little difficulty which resulted in patient movement. There was no patient injury. A 15 minute surgery delay was noted with no medical intervention required.